Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valve (thv) per the instructions for use (IFU), thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g. Systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In this case, the cause for the thrombosis could not be confirmed. However, the mechanism described above and the patient¿s underlying disease state may have been contributing factors for the thrombosis. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
(B)(6) study, patient (B)(6) as reported by our affiliates in (B)(6), approximately 3 years post implant of a 23 mm sapien 3 valve in the aortic position, the patient was hospitalized to evaluate the root cause of increased gradients across the valve and worsening dyspnea. Tee showed the aortic valve prosthesis has increasing gradients (peak of 47 mmhg and mean of 27 mmhg), normal position, trace pvl, and no reliable proof of apposition thrombi or suspicious additional structures. Cardiac CT showed the aortic valve prosthesis was in normal position, and a small hypodense structure of the prosthesis was observed. Prosthetic cardiac valve thrombosis was suspected because of the increasing gradient and small hypodense structure of the prosthesis. The patient was treated with medication. It was planned to re-evaluate the patient in 3 months. At last report the patient was stable. As per pi opinion, the event is possibly related to the device and the patient¿s underling disease state.